Event description:
It was reported that the device was used during a colon resection procedure. It was reported by the rep that the tlc55 did not completely transect the tissue. A new instrument was opened to complete the procedure without incident. There was no pt consequence.